Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the it takes several buttons to get when he was trying to do a bolus. The button were really close together the other one was not and can put finger on the wrong button on this insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.